Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan, a type iii junctional endoleak was observed between the bifurcate and the right limb extension. The patient may have already had a secondary intervention performed, however, the details could not be obtained. Per the physician the cause of the type iii junctional endoleak was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
(B)(4). Review of CT¿s 3 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries; the proximal stent graft od measured ~36mm. The bifurcate ipsi/right limb was extended with 1 or 2 endurant limbs into the right external iliac artery. The right internal iliac had been coiled. The contra limb was placed distally into the left common iliac artery. The max diameter aaa was ~6cm, and previously placed coils were seen near the gate, within the distal sac, and near to where the ima was likely previously feeding the sac. A possible proximal type I endoleak was observed from the right side of the aaa, and a possible type ii was also seen posteriorly near the level of the flow divider. Significant thrombus was seen within the bifurcate aortic body. Both limbs were patent. A possible kinked limb was seen within the right common iliac artery near the junction of the bifurcate and ipsi extension, and no other obvious stent graft kinks or compression was observed. Review of CT¿s from 3 ½ years post-implant revealed that the bifurcate was positioned just below the renal arteries. The maximum aaa diameter was 6.8cm. The proximal stent graft od measured ~37mm, there was little to no proximal neck, and a possible proximal type I endoleak was again seen coming from the right side. A likely type ii was also seen posteriorly near the level of the flow divider. Within the distal sac/proximal rcca, the ipsi limb appeared to have detached from the right limb extension. The distal diameter of the detached ipsi limb measured ~16 x 19mm and the proximal diameter of the detached right limb extension measured ~17mm. The overlap was located within an angulated portion of the right common iliac artery and was unsupported; the 2 detached limbs were angulated ~90 deg to each other at the detachment location and the iliac artery measured 27mm at the junction. Significant thrombus was again seen within the bifurcate aortic body. The limbs were patent and no occlusion was seen distal to the stent graft limbs. No other stent graft issues were observed. The exact cause of the limb detachment could not be determined from the films provided. Earlier post-implant films were not available for review and comparison, and the amount of overlap at implant is unknown. The overlapping junction of these detached limbs appeared to have been located within an angulated section of the iliac arteries, and was unsupported. It is possible that disease progression and increased angulation may have contributed to the detachment. The cause of the marginal proximal seal leading to the possible type I endoleak could not be determined. This may have been caused by disease progression; neck dilatation. The type ii endoleaks were anatomy related. The cause of the occlusion seen within the bifurcate aortic body could not be determined.